Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having to charge every 3-4 days when they used to charge every 1.5 weeks and that the battery was not holding a charge. The patient had not changed settings/groups or increased parameters, and had no overdischarge events. The patient was redirected to follow-up with their hcp and a rep. No patient complications were reported.